Event description:
It was reported that during the patient's pre-discharge exam and x-ray the lead was found to be dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed) and visual analysis revealed apparent explant damage. Evaluation summary: (B)(4) performance data collected from the device was analyzed and save to disk review revealed no anomalies were found.